Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. It was noted the returned device indicated a damaged grommet, a loose/detached set screw which was sideways/disengaged and was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular lead had high pace/sense impedance and high impedance of the right ventricular shock electrode. The lead was programmed off and later explanted and replaced. It was further reported that during lead replacement procedure the set screw on the device was unable to be tightened. It was noted that two different size wrenches were used to attempt to tighten the set screw. It was further reported that during lead explant, it was noted that the right ventricular coil had fibrous tissue and it was difficult to remove the lead. It was also noted there was a lead fracture. The lead was successfully removed with a snare. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.